Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total gastrectomy the guide tube is separated from the nail anvil in the cavity and was retrieved by pulling the guide wire. The surgeon did not replaced the device and instead hand-sew the purse to complete the case.